Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was losing pneumo throughout the case; the same trocar was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that the 9900 system locked had missing images and poor image quality with snowy images during a case. No patient injury was reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.